Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule detached prior to the end of the procedure. A repeat procedure was necessary. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: though the recorder was not received for evaluation, the study was provided for review. Based on the data that was collected during the procedure, the study was 30:58:42 of an anticipated 48 or 96 hours. Ph values are normal throughout the duration of the study. Due to the fact that the recorder was not returned and only the study was provided, the cause of the short study could not be reliably determined. A review of the device history record indicates that the product was released meeting finished product specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.